Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2022: customer reported nurse obtained a shock when plugging in triage meter. Ts requested additional information to understand "shock" (ie. Static shock or electrical). Customer also stated machine blew up but photos of the meter show it is fully intact with no signs of smoke or heat damage. On 03/3/22: technical support requested additional information from the account, the nurse responded with the following: "I sustained an electric shock to my left hand when plugging in the triage meter. My fingers were painful for some time afterwards. I also had a tingling pain from my wrist to my elbow. This resolved completely after 3 days. I did not seek any medical attention. With hindsight I think I should have visited a&e to be checked. I completed an incident report and went straight out to see my patients."

Manufacturer narrative:
The triage meterpro was investigated in-house with no problem found. The customer's returned power supply was sent out to the vendor. The vendor confirmed that liquid residue leaked into the power supply housing causing damage which could lead to electrical failures. The root cause was determined to be issue with fluids getting into unit. No correction action is required.